Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Once the cds0602-xtr 80822u387 delivery system was removed from the anatomy, and during procedure cleanup, the distal end of the lock lever, under the lock lever cap, contained a piece of disjointed plastic tube. Reportedly, this device issue did not result in an adverse patient effect. There was no clinically significant, procedural delay reported. One day post procedure, on (B)(6) 2018, the patient had an embolic cerebral vascular accident (cva) with left hemiparesis. Reportedly, it was possible that the patient had not taken their anticoagulation medication for 1 day. Medication was provided. Elevated cardiac enzymes were noted, however, an electrocardiogram was performed with negative results. The cva lead to non-serious hyperactive delirium. Per physician, the cva and hyperactive delirium were unrelated to the mitraclip device. The event required prolonged hospitalization. No additional information was provided regarding this issue. Concomitant medical products: steerable guide catheter, two implanted mitraclips (cds0602-xtr 80928u119 and cds0602-ntr 80815u169). (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as cds0602-xtr 80822u387 was broken beneath the lock lever cap and for embolic cerebrovascular accident. It was reported that the patient presented with degenerative mitral regurgitation grade 4+ with posterior 2 (p2) and posterior 3 (p3) leaflet prolapse and anterior leaflet flail. The primary jet was at anterior 2 (a2)/p2. Additionally, the patient had a significant cleft/scallop, p2 flail, and ruptured posterior chordae. Cds0602-xtr 80928u119, was implanted at a3/p3 at the p3 prolapse and mr was reduced to grade 1-2. There was no device deficiency. To obtain more mr reduction, cds0602-xtr 80822u387 was advanced, however a correct position could not be obtained. Three grasping attempts were performed; however, the mr was noted grade 4 with each grasp. This undeployed device was removed without reported issues. Cds0602-ntr 80815u169 was implanted at a3/p3. Mr was 3-4+. There was no device deficiency. It was decided to place a third clip. The same mitraclip, cds0602-xtr 80822u387, was re-inserted and implanted at a2/p2. Mr was reduced to grade 1-2. The team mentioned that they should not have implanted anymore clips after the first clip as the mr was reduced to the same grade (1-2) following implantation of the first clip compared to implantation after three clips.

Event description:
The cerebrovascular accident was left hemispheric.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device returned for analysis. The reported the reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The reported lock lever break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance in this incident could not be determined. The reported improper or incorrect procedure or method was due to the user re-inserting the clip delivery system (cds). The investigation determined the broken lock lever appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.